Event description:
It was reported that the patient presented to the emergency room feeling symptomatic and was near syncope. The right ventricular lead exhibited noise, intermittent capture and over sensing. The lead programming was changed to unipolar sensing on (B)(4) 2012. The lead was explanted and replaced on (B)(4) 2012.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 3.1 cm to 3.2 cm from one end of the middle lead part, due to friction with device can. The proximal coil was exposed in the same area, which could cause the reported problems in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.